Manufacturer narrative:
D4 & h4 serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, admission discharge transfer (adt) and order information was disconnected and showing errors, the virtual station and test servers were not receiving data. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ es server, admission discharge transfer (adt) and order information was disconnected and showing errors, the virtual station and test servers were not receiving data. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that multiple virtual stations were on critical override due to disconnected adt and order data. A technical support specialist dialed into the production and test servers, ran downtime queries, verified current message processing, confirmed device communication and cce status, reviewed attention notices, and validated that no active critical override conditions remained. The system functioned as intended after the technical support specialist assessed the device.